Event description:
The customer stated that, he tested his blood glucose and rec'd a reading of 583 mg/dl. He retested twice and rec'd readings in the 190's (mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer had used up the test strips that gave the erratic readings, but the meter will be returned for eval.